Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported that the elective replacement indicator (eri) message had triggered. The patient is still receiving stimulation. That is all the information that is available at this time.